Event description:
It is reported, that the ncb plate for femur broke.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. A check of the mfg papers showed no deviations of the specifications. This report will be amended when our investigation is complete.